Event description:
Patient presented to the physician with tenderness and redness at the ipg site. Physician prescribed antibiotics. The patient returned to the physician for a follow-up appointment, showing improvement.